Event description:
It was reported that a user contacted support for guidance to change only the insulin cartridge on an ilet system despite on-label instructions to replace all supplies together with a recorded blood glucose of 233 mg/dl. The customer care agent provided step-by-step education to complete a cartridge change, after which insulin delivery resumed. Investigation of this case revealed use error related to partial supply replacement contrary to labeling, with no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user handling and use not consistent with instructions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.